Event description:
Pt reported that insulin leaked into the device's cartridge chamber. Pt indicated that their blood glucose had been higher than normal (350 mg/dl), prior to discovering the insulin leakage. No error messages were generated by the device. Pump user self-treated by bolusing.